Manufacturer narrative:
One cadd ms3 pump was returned for analysis. Functional and visual testing was performed to test the device. The device was unable to duplicate the customer stated problem. During power up and testing the pump, the device did not find it keeps shutting off. Therefore, no problem found with the issue. However, it was recommend to install the software as preventive measure.

Event description:
Information was received indicating that the cadd ms3 pump keeps shutting off. There was no patient involved.